Event description:
Reporter stated that a nerve conduction test was conducted at a medical facility. During the test, the reporter stated that a power surge occured while a needle was in their back. Following procedure, the patient reported experiencing multiple adverse effects, including nerve injury to the back, persistent vomiting, diarrhea, and flu-like symptoms. The reporter stated that the patient required treatment with two medications zofran and daloxten. The patient further reported difficulty tolerating solid foods and stated she has been relying on pedialyte for hydration. The reporter indicated that the patient has been in and out of the hospital since the incident and described the experience as the worst of her life.